Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported no reactivity observed during an antibody screen with a patient with a known anti-kell. The customer indicates that testing was done in manual gel with 15 minute incubation. Repeat testing was performed with 30 minute incubation. No reactivity observed. No discrepancies noted in the daily qc on any day of testing with the product. The customer indicates that they are confident that the described false negative result was related to the patient's sample.